Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd882621, gd881557 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized on the same day. Treatment for the peritonitis was not reported. On an unreported date, pd therapy was discontinued. Upon a follow-up call with the patient's nurse, the following was reported. The nurse reported that the patient was hospitalized for abdominal pains. The nurse could not confirm the consumers reported event of peritonitis. At the time of this report, the patient was recovering. Concomitant medications were not reported. An opinion of causality was not provided by the nurse or consumer. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.